Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while removing a clearlink duo-vent continu-flo solution set from a baxter pump the line snapped, leaving the blue clamp in the machine. This occurred after infusion, and fluids were no longer being run through the line. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation without its slide clamp. Visual inspection revealed a clean cut through the tube. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.